Event description:
Complainant alleged that while treating a pt (age and gender unk), the device prompted a "no shock advised" message for what appeared to be a shockable rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.